Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range pacing impedances of greater than 2000 ohms and loss of capture. It was noted the patient experienced pocket stimulation and was not paced when required. There was no report of asystole. The patient is pacer dependent. Fluoroscopy and x-ray were performed, and it was confirmed the rv lead body was damaged. Specifically, the conductor was fractured. As a result, this rv lead was explanted and replaced. No additional adverse patient effects were reported.